Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump was shutting off and going into threshold suspend when her blood glucose level was 133 mg/dl. Her most recent blood glucose level was 65 mg/dl. The customer had sensor and blood glucose reading issues. She also received a calibration error alarm. The product was not returned. Nothing further to report.